Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the capture threshold had increased and r-waves had decreased. When repositioning was unsucessful, the lead was explanted and replaced.